Event description:
It was reported that when an asymptomatic patient presented remotely via merlin.net transmission, auto mode switch episodes due to lead noise was observed. Physician elected to continue to monitor the patient.